Event description:
Alleged event: complaint alleges that the metal support tube was missing from the cholangiogram catheter. The pt's condition is reported as fine.

Manufacturer narrative:
The device has not been returned to the MFR at the time of this report. Device history record (DHR) review confirmed the defect reported by customer "metal support tube missing". A review of the past two years shows that the only lot affected is 01a1400037. Root cause: the operator confused the 18400 operation, that requires crimping, with the 18305, that does not require this operation. Corrective action personnel were notified of the missing support tube. The device documentation was revised to establish the necessary controls to prevent re-occurrence of this issue. MFR will continue to monitor and trend related complaints.